Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled a hysterectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced menorrhagia ("I'm having cycles for 8-9 days every 2 weeks"), polymenorrhoea ("I'm having cycles for 8-9 days every 2 weeks"), uterine enlargement ("uterus is enlarged without any reason"), pelvic pain ("I'm in so much pain I can barely stand or sit up straight"), mood swings ("patient's all mood swings"), back pain ("back pain"), stress ("patient felt like she was going crazy, feel less crazy just knowing thai is the foreign object in her body causing everything"), crying ("cry almost everyday"), erythema ("when get stressed the ear turns red, purple and hot, gets hot flashes and night sweats"), skin warm ("when get stressed the ear turns red, purple and hot, gets hot flashes and night sweats"), hot flush ("when get stressed the ear turns red, purple and hot, gets hot flashes and night sweats"), night sweats ("when get stressed the ear turns red, purple and hot, gets hot flashes and night sweats") and blepharospasm ("eyelid twitching") and was found to have weight decreased ("patient was over 300 pound before hysterectomy and after she down on her weight, it seem to fall off"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, menorrhagia, polymenorrhoea, uterine enlargement, pelvic pain, mood swings, back pain, erythema, skin warm, hot flush and night sweats outcome was unknown, the stress was resolving and the crying and weight decreased had not resolved. The reporter considered back pain, blepharospasm, crying, erythema, hot flush, medical device removal, menorrhagia, mood swings, night sweats, pelvic pain, polymenorrhoea, skin warm, stress, uterine enlargement and weight decreased to be related to essure. The reporter commented: the patient went for dye test after 4 months and passed with flying colours. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: bp is always fine. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, menorrhagia, pelvic pain, polymenorrhoea and uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media report received. New event eyelid twitching was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled a hysterectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced menorrhagia ("I'm having cycles for 8-9 days every 2 weeks"), polymenorrhoea ("I'm having cycles for 8-9 days every 2 weeks"), uterine enlargement ("uterus is enlarged without any reason"), pelvic pain ("I'm in so much pain I can barely stand or sit up straight"), mood swings ("patient's all mood swings"), back pain ("back pain"), stress ("patient felt like she was going crazy, feel less crazy just knowing thai is the foreign object in her body causing everything"), crying ("cry almost everyday"), erythema ("when get stressed the ear turns red, purple and hot, gets hot flashes and night sweats"), skin warm ("when get stressed the ear turns red, purple and hot, gets hot flashes and night sweats"), hot flush ("when get stressed the ear turns red, purple and hot, gets hot flashes and night sweats") and night sweats ("when get stressed the ear turns red, purple and hot, gets hot flashes and night sweats") and was found to have weight decreased ("patient was over 300 pound before hysterectomy and after she down on her weight, it seem to fall off"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, menorrhagia, polymenorrhoea, uterine enlargement, pelvic pain, mood swings, back pain, erythema, skin warm, hot flush and night sweats outcome was unknown, the stress was resolving and the crying and weight decreased had not resolved. The reporter considered back pain, crying, erythema, hot flush, medical device removal, menorrhagia, mood swings, night sweats, pelvic pain, polymenorrhoea, skin warm, stress, uterine enlargement and weight decreased to be related to essure. The reporter commented: the patient went for dye test after 4 months and passed with flying colours. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: bp is always fine.. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, menorrhagia, pelvic pain, polymenorrhoea and uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new events (patient's all mood swings; back pain; patient felt like she was going crazy, feel less crazy just knowing thai is the foreign object in her body causing everything; crying all day) were added. On 23-mar-2020: content from social media received: new reporter was added. No other new clinical information was received. On 23-mar-2020: content from social media received: new reporter and new event (patient was over 300 pound before hysterectomy and after she down on her weight, it seem to fall off) were added. On 20-apr-2020: quality-safety evaluation of ptc. On 23-mar-2020: content from social media received: new reporter; patient¿s age group; lab data and new event (¿when get stressed the ear turns red, purple and hot, gets hot flashes and night sweats¿) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled a hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("I'm having cycles for 8-9 days every 2 weeks"), polymenorrhoea ("I'm having cycles for 8-9 days every 2 weeks"), uterine enlargement ("uterus is enlarged without any reason") and pelvic pain ("I'm in so much pain I can barely stand or sit up straight"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, menorrhagia, polymenorrhoea, uterine enlargement and pelvic pain outcome was unknown. The reporter considered medical device removal, menorrhagia, pelvic pain, polymenorrhoea and uterine enlargement to be related to essure. The reporter commented: the patient went for dye test after 4 months and passed with flying colours. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, menorrhagia, pelvic pain, polymenorrhoea and uterine enlargement. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.